Event description:
The account reported the bed exit has no audible alarm. The bed is located in the labor and delivery hall of the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the sidecom module was the cause. The tech replaced the sidecom module to resolve the issue. Based on this info, no further action is required.